Manufacturer narrative:
The reported event of inadequate capture threshold was not confirmed. A partial lead was returned for analysis in two segments. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient "twiddled" the device and exposed the implantable cardioverter defibrillator outside of the chest wall resulting in infection. High capture thresholds were also reported on the right ventricular lead. Both the device and lead were explanted. Patient was in stable condition. Related manufacturer reference number: 2017865-2020-12506.